Manufacturer narrative:
B5: describe event or problem - updated with additional information. D4: lot number - updated with the lot number of the device. D4: expiration date - updated with the expiration date of the device. D4: UDI - updated with UDI of the device. H4: device manufacture date - updated with device manufacture date of the device. Media review: procedural fluoroscopy, transesophageal echocardiography (tee), and follow-up computed tomography (CT) was reviewed by a boston scientific (bsc) medical safety director. The procedural media showed a challenging left atrial appendage (laa) with chicken wing morphology. The fluoroscopic media showed the closure device being recaptured several times during the laa closure procedure. Once the closure device was released, the distal face of the closure device was flat, suggesting a low compression in the fluoroscopy images. The tee measurements indicated that there was essentially no compression with the closure device. The closure device displayed a shoulder of at least one third. Follow-up tee images showed the closure device further shifted and tilted approximately 90 degrees in the laa. The laa was not sealed and there was bi-directional flow shown in and out of the closure device and laa under the edge of the closure device fabric. The follow-up CT showed contrast in the closure device and in the distal laa. The media was able to confirm the shift of the closure device and subsequent leak. The media further showed that there was minimal to no compression following the initial release of the closure device and that the initial position of the closure device was somewhat proximal.

Event description:
It was reported that a closure device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The laa morphology was a posterior chicken wing with an inverted marshmallow shape. During the follow up appointment on 24 august 2023, the closure device was seen tilted 90 degrees while still in contact with the laa. A leak of approximately 5mm subsequently occurred. The closure device was scheduled to be explanted from the laa on 4 october 2023, however, the closure device could not be explanted as it was tight in the laa. A biopsy tool was used to try to grasp the closure device, but this was unsuccessful. The patient was discharged home one day after attempted explant. No patient complications were reported. It was further reported that there are no future plans to treat the closure device shift and leak. The patient was on apixaban as anticoagulation.

Event description:
It was reported that a closure device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The laa morphology was a posterior chicken wing with an inverted marshmallow shape. During the follow up appointment on (B)(6) 2023, the closure device was seen tilted 90 degrees while still in contact with the laa. A leak of approximately 5mm subsequently occurred. The closure device was scheduled to be explanted from the laa on (B)(6) 2023, however, the closure device could not be explanted as it was tight in the laa. A biopsy tool was used to try to grasp the closure device, but this was unsuccessful. The patient was discharged home one day after attempted explant. No patient complications were reported. It was further reported that there are no future plans to treat the closure device shift and leak. The patient was on apixaban as anticoagulation.

Manufacturer narrative:
H6: evaluation conclusion codes- updated to failure to follow instructions.

Event description:
It was reported that a closure device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The laa morphology was a posterior chicken wing with an inverted marshmallow shape. During the follow up appointment on (B)(6) 2023, the closure device was seen tilted 90 degrees while still in contact with the laa. A leak of approximately 5mm subsequently occurred. The closure device was scheduled to be explanted from the laa on (B)(6) 2023, however, the closure device could not be explanted as it was tight in the laa. A biopsy tool was used to try to grasp the closure device, but this was unsuccessful. The patient was discharged home one day after attempted explant. No patient complications were reported.